Event description:
The customer reported that following a ptca/stent procedure, in 2000 a vasoseal es was deployed in the upper right groin (femoral artery). Another stick had been made in the lower right groin (femoral artery), but was not sealed with vasoseal. Post deployment, a small amount of bruising was noted. No hematoma was noted when the the pt was taken to the room. About an hour later a large hematoma, approximately the size of a grapefruit was noted on the inner right leg. Manual compresson was held for approximately two hours and a femo-stop was then applied. The hematoma continued to grow in size. A surgical consultation was performed and the pt was taken to surgery for a femoral artery repair and groin exploration. The hematoma was evacuated and the right femoral artery was repaired. Although the operative report did not mention whether the laceration repaired in the artery was from the upper or lower stick, the surgeon verbally indicated that the laceration was from the lower stick. No further complications were noted.